Event description:
The ge oec 9900 fluoroscopy sys failed to boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and corrupted data files noted on the event log. The sys had the software re-loaded and nodes flashed and re-built. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.